Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter stopped working occurred. Data was evaluated and the allegation was confirmed as a transmitter failed error. The probable cause was determined to be transmitter failed error. The reported event of the transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the transmitter stopped working occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and passed. A pairing test was performed and passed. A review of the share logs was performed and transmitter failed error was found within the investigation window. The allegation was confirmed. The probable cause was determined to be transmitter failed error. The reported event of the transmitter stopped working is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.